Event description:
On (B) (6) 2010, pt reported while traveling his infusion device just kept alarming with an e6 (mechanical error) alert. He stated he has had elevated blood glucose readings since (B) (6), 2009. Pt reported he could not clear the e6 alert so he switched to his backup infusion device. He stated his readings returned to normal while on the backup infusion device. Pt stated his elevated readings had been in the low 400's mg/dl. Pt's normal blood glucose range is 70-100 mg/dl. Pt reported he gives himself an injection if his readings are elevated. Had pt install a battery into the infusion device. Advised to use an aa alkaline battery. Had pt initiate a cartridge change. Pt stated during the rewinding of the piston rod the infusion device continued to display retracting piston rod but he could not tell if it was retracting or not, then the device gave an e10 (cartridge error) alert. Pt reported the tip of the piston rod looked different than the one on his backup infusion device. He stated it appeared lopsided. Advised pt to install new batteries. Pt reported he installed the new batteries and attempted to rewind the piston rod. Pt stated the piston rod sounded labored and then the infusion device gave an e10 alert. Pt stated he was not sure if there was a stuck plunger in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.